Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). An 8 x 2.50 rebel stent was advanced but failed to cross the lesion and the stent struts were broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.